Event description:
It was reported that the ipg site had wound healing issues. In turn, surgical intervention was undertaken wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. A wound healing issue was reported to abbott. As a result, the ipg was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.